Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pulse generator (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had high threshold measurements and was sensing poorly. The atrial lead was inactivated and not replaced. No patient complications have been reported as a result of this event.